Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) could not advance through the non-cordis sheath. There was no reported patient injury. The sheath was not kinked/bent upon removal. The user is trained to the device. The diagnostic procedure used a retrograde approach. There was no visible bend/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. There was little access site vessel tortuosity. A 5f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. Hemostasis was achieved by using another unknown mynx device and the patient recovered. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were both not depressed. The stopcock was found in the open position, with no syringe returned for this evaluation. The sealant was present in its manufactured position but partially exposed. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. Additionally, the catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be precisely within specification. This dimension was obtained using a calibrated ruler. This confirms the catheter working length is compliant with design requirements. A dimensional analysis could not be executed to measure the slit length of the sealant sleeves due to the frayed/split/torn condition observed on the component. The functional test to evaluate the insertion/withdrawal into a csi could not be performed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test was performed to evaluate functionality. The unit operated as intended, deploying the sealant and retracting the balloon appropriately when button 1 and button 2 were depressed. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the frayed/split/torn sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that no excess force was applied during insertion) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) could not advance through the non-cordis sheath. There was no reported patient injury. The sheath w not kinked/bent upon removal. The user is trained to the device. The diagnostic procedure used a retrograde approach. There was no visible bend/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. There was little access site vessel tortuosity. A 5f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by using another unknown mynx device and the patient recovered. The device will be returned for analysis.